Manufacturer narrative:
There were four (4) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2020-00034, 2245270-2020-00035, 2245270-2020-00036, 2245270-2020-00037. The device was not returned for evaluation, but the events will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
When accessing ports, needle breaks away from the extension set.

Event description:
When accessing ports, needle breaks away from the extension set.

Manufacturer narrative:
There were 4 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00034, 2245270-2020-00035, 2245270-2020-00036 and 2245270-2020-00037. Twelve (12) retained samples from the same lot were pulled for evaluation. All 12 samples were visually examined to identify any obvious non-conformity relating to the customer claim. All component and solvent bonds were found to be visually acceptable. The twelve (12) samples were underwent bond pull testing. The bonds were tested at 4 lbs for 5 seconds per the bond pull procedure for microbore tubing sets and no failures were observed. Root cause: based on the investigation, this complaint cannot be confirmed. A review of the device history record was performed. The review showed no abnormalities or failures related to the customer claim. A total lot quantity of (B)(4)sets were produced whereas 116 sets underwent leak and occlusion testing with no failures, and 13 samples underwent destructive bond pull testing with no failure. A two-year review of complaints showed one additional complaint issues for (b)94). The additional complaint is for shipping error and no complaints for similar instances of the needles breaking away from the extension set. A two-year review of the ncmr data shows 2 ncmrs were submitted for this lot which were determined to be unrelated to this incident. 1 incident was for an issue with the wrong carton labels and 1 was a documentation error. Based on the investigation a root cause cannot be confirmed. Therefore, no further corrective action will be initiated at this time. However, vygon USA will continue to monitor this issue.